Manufacturer narrative:
Patient information has been requested but is currently unknown. Medtronic representative went to site and performed a system checkout. There were no failures found and the system passed checkout. Evaluation codes that apply to this analysis: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was experiencing intermittent monitor display. The procedure was complete despite the issues in the monitor display. Later on, when the site was troubleshooting, the system would not boot. There was a delay in procedure of less than 1 hour. There was no reported patient impact correlated with this event.

Manufacturer narrative:
Additional information: patient information provided.

Event description:
It was confirmed there was no impact to the patient.